Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-12096investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Added additional information to description of event or problem based on returned devices. Corrected codes based on returned device. Investigation is ongoing.

Event description:
Additional information: during the pre-decontamination of the returned devices the liner tear was confirmed- 5.25" in length from the distal tip, 6" from distal tip and 1" in length. A strand in the liner tear region - approx. 0.5" in length, both sides connected. Hdpe stretching and damage along the area where strand is was observed. There was soft tip damage and distal tip damage to the sheath but the tip was not split, only stretched. Soft tip material was loose but still attached. A strand was observed approx. 5" from distal tip and 0.25" in length along with skiving of hdpe with one side attached. Deep scratches observed in areas where strands are present. Two bent struts on the inflow of the valve, both less than 90 degrees were noted. A small piece of the sheath hdpe material was stuck between both bent struts.

Manufacturer narrative:
The esheath was received at edwards lifesciences after use in the procedure with a 26mm commander delivery system and full loader assembly inserted through it. During visual inspection of the returned device the sheath liner was torn in two locations, one approximately 5.25¿ in length from the distal tip and the other approximately 1¿ in length, located 6¿ from the distal tip. Liner strands were observed in two locations, one in the region of the liner tear 6¿ from the distal tip, approximately 0.5¿ in length, with both ends still attached to the liner. The second strand was approximately 0.25¿ in length, 5¿ from the distal tip. Blue hdpe material was stretched and damaged near the strand. There was damage to the soft tip and distal tip was observed. The soft tip material was loose, but still attached. The sheath shaft was folded about 0.75¿ from the strain relief. The blue hdpe material had skived up approximately 1/8¿ in length, 5¿ from the distal tip. The sheath shaft had a raised bump where the valve was likely pushed against it, approximately 4.75¿ from the distal tip. Scratches were observed along the sheath. The sheath had expanded and the tip had opened as designed. A small piece of blue hdpe material was caught between bent struts of the valve. The liner thickness was measured along the length of the tear. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing nonconformance. The sheath liner thickness at all measured locations met the specifications. Based on the nature of the complaint, there was no applicable functional testing. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one complaint relating to sheath shaft resistance with delivery system. In that case, the complaint was unable to be confirmed and no manufacturing nonconformance was identified during evaluation. A review of complaint history from june 2019 through may 2020 revealed additional returned complaints for the esheath for all the complaint codes associated with this complaint. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. The occurrence rates for all applicable trend categories, ¿resistance between devices¿ and ¿damaged¿ were not exceeded for the may 2020 control limits. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed for guidance and instruction on device preparation and usage. The operator is cautioned that insertion force through the partially expandable portion of the esheath can be higher than the push force through the fully expandable portion. Short movements and pushing the delivery system closer to the sheath hub can reduce friction. The push force can vary due to angle of access of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Following proper valve crimping technique and ensuring the valve is delivered as straight as possible. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The events were confirmed by the condition of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Regarding the resistance with the delivery system, as per the case notes, the patient had severe calcification and mild tortuosity of the access vessel. Additionally, the left access vessel was undersized. Although it is known which side of the access vessels was used in the procedure, calcification and tortuosity, in addition to an undersized vessel, can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, which may have created a difficult pathway during delivery system insertion. The complaint event description states, ¿the frame of the 26mm s3 ultra was bent during insertion.¿ the indentation bump on the sheath and scratches observed in the nearby areas are indicative of calcified nodules compressing on the outer sheath shaft and delivery system/valve frame interacting with the inner sheath wall. Furthermore, the scratches found along the sheath shaft and the skived-up hdpe material illustrate the sheath interacted with calcification upon insertion. Available information suggests that patient factors (access vessel calcification / tortuosity / undersized vessel) may have contributed to the complaint events. The liner tear, sheath shaft damage, and liner strand likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with damaged valve. Per the complaint description, ¿the clear liner is also torn in two places. One appears to be caused by the valve being forced through after it was bent and the other appears to be towards the end of the sheath, likely caused when pulling the valve back into the sheath.¿ it is possible that the bent valve struts interacted with the sheath liner leading to the observed liner strand. The stretched material seen in the images provided appears to be the valve strut catching on the sheath and damaging the hdpe with a forward push force. The 5.25¿ lengthwise liner tear in the distal tip is likely the resulted of the retrieval force applied to pull the damaged valve frame back into the sheath tip. Available information suggests that procedural factors (damaged valve / excessive device manipulation) may have contributed to the complaint events. The complaint event description reports that the valve exited the sheath. When the valve was pulled back into the esheath, the bent strut likely got caught on the distal tip and required excessive force and manipulation to continue withdrawal back into the sheath. Such excessive force likely resulted in the observed distal tip damage. Available information suggests that procedural factors (damaged valve / excessive device manipulation) may have contributed to the complaint events. Initial investigation did not show any evidence that an edwards defect contributed to the reported resistance with the delivery system, therefore no corrective actions are required; however, a pra has been initiated to further investigate the sheath shaft resistance with s3u commander delivery system due to s3u thv frame damaged issue and its associated risks. Since no edwards defect was identified related to the other events, no corrective or preventative actions are required. As previously stated, a pra has been initiated to assess patient risks associated with sheath shaft resistance with the commander delivery system and sapien 3 ultra thv configuration. The events related to the resistance between the devices is within the scope and is one of the complaints identified in this pra. In regards to the other events, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf vinv tavr case (within a st. Jude surgical valve) a high amount of push force was needed to advance the crimped valve through the esheath. The frame of the 26mm s3 ultra was bent during insertion. The valve was pulled back into the esheath and both were removed as a unit. A 2nd esheath was inserted and a new valve and delivery system was successfully advanced. There was no harm to patient. The resistance was experienced about halfway down the sheath shaft. The loader was fully inserted. The delivery system was in the default position when the resistance was experienced. The insertion angle was not unusually steep. The vessel was not pre-dilated. After removal of the devices from the body, damage to the esheath was noted to the blue plastic that was caused by the valve and a piece of blue plastic is still stuck in the bent valve frame. The clear liner is also torn in two places. One appears to be caused by the valve being forced through after it was bent and the other appears to be towards the end of the sheath, likely caused when pulling the valve back into the sheath. The devices will be returned for evaluation.